Event description:
A report was received that the patient was unable to charge the ipg following the hematoma removal procedure reported in MFR report #: 3006630150-2017-04492 wherein electrocautery was used. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was unable to charge the ipg following the hematoma removal procedure reported in MFR report #: 3006630150-2017-04492 wherein electrocautery was used. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).